Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a blank display. The customer had gone swimming. The customer stated they received a sudden vibration followed by a blank display immediately after the insulin pump's exposure to moisture. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. No constant tone/beep noted during testing. Unable to perform functional testings due to blank display. Unit was received with minor scratched lcd window.